Event description:
It was reported that one resolute integrity drug-eluting stent was implanted in a patient approximately 1 month post its labelled expiry date. There was no injury reported or intervention required.